Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Aneurysms are known adverse events as listed in the instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient had an rx xience implanted in the proximal left anterior descending (lad) in (B)(6) 2011. Pre-dilatation was performed with a cutting balloon (non-abbott), during which, a dissection was noted. The rx xience was placed, covering the dissection and treating the lesion. The patient returned on (B)(6) 2011 and an aneurysm was noted in-stent. No treatment for the aneurysm has been performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.